Event description:
Patient status post (s/p) aortic valve replacement and modified maze procedure and placement of iab and a massive anaphylactoid reaction to protamine. Evidence of an intra aortic balloon (iab) balloon rupture (small tears in the tip of the balloon) and the balloon was stuck in the femoral artery. Patient underwent emergent surgery, throughout the surgery patient experienced hypotension and hypoxemia.